Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with blood glucose value : 280 mg/dl and treated with glucagon, glucose tablets. Also reported sensor glucose vs. Blood glucose difference, change sensor and calibration not accepted. The event involved product(s) mmt-7040a, mmt-1884l, mmt-243a, mmt-332a. Troubleshooting was performed and found that customer was reporting a discrepancy between sensor glucose vs. Blood glucose which was not within range. The delivery was not suspended due to sensor glucose vs blood glucose difference. The sensor glucose value: 60 mg/dl, blood glucose value: 280 mg/dl. The difference value : 220. Explained sensor may have no longer been responding to glucose changes. It was unknown whether the insulin pump was used within 48 hours and unknown whether the auto mode/smart guard feature was active at the time of the event. No further patient complications were reported. The customer will continue using the insulin pump. Product return requested for mmt-7040a. Customer declined to return, or is unable to return. No product return is required for mmt-1884l. No product return is required for mmt-243a. No product return is required for mmt-332a.